Event description:
Complainant alleged that while treating a pt, the nurse pulled the multi-function connector out of the back of the device while attempting to remove the electrode pads from the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.